Manufacturer narrative:
B3: event date ¿ this issue occurred on an unspecified date in april 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a one-link needle-free IV connector. While flushing the intravenous (IV) tubing, it was observed that there was resistance, and nothing could be flushed through the IV. To resolve this issue, the one-link connector was replaced and the flush worked flawlessly. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. Correction: d4 expiration date (update to n/a) and UDI #, h4. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.